Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11 contact person phone number: (B)(6). The fse that encountered the issue replaced the display mounting assembly (0436-00-0234). The pm was completed. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had display mounting assembly was broken. There was no patient involvement reported.